Event description:
A clinical consultant received a report that an IV medication, azt (zidovudine), infused in 4 minutes instead of 1 hour as intended. The infusion took place on a patient in labor and delivery. The clinical consultant was at the hospital doing training and went to the nurse to assist her in checking the programming of the pump. The clinical consultant noticed that the medication was in a 50cc bag and was administered via a primary set. The clinical consultant reported that when she checked pump, it appeared that nothing had been programmed. The nurse was not sure what she did or what happened. The nurse stated that maybe all the medication had gone through the tubing during priming but could not be sure. No patient harm or medical intervention was reported. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer has provided event logs for evaluation. Although requested, no data set has been received. A follow up report will be submitted once the investigation has been completed.